Manufacturer narrative:
A review of the device history records showed no inconsistencies or abnormalities. The inspection records for the incoming assemblies showed no inconsistencies. No patient injury was reported. Physician had difficulty placing the medtronic 7f catheter through the 7f argon introducer. Introducer was removed and replaced with a new introducer made by a different manufacturer. Argon was informed that a sample would be sent, but as of 08/14/2015 there has been none sent. If the sample is returned, the complaint report will be updated. No other similar complaints have been received for this lot number. The root cause of the complaint is not definitive. It is possible that the other manufacturer's catheter may have been off in sizing or our introducer was incorrectly sized. Further investigation into the sizing of both devices is needed to determine which device may be out of spec.

Event description:
During coronary angioplasty the physicians could not place smoothly their 7fr "launcher" guiding catheters from medtronic inside our introducer 7fr - (B)(4) and it was practically impossible to manipulate and operate with them. The introducer lumen should be somewhat larger in order to fit with the 7fr catheters.